Event description:
It was reported that there was haze on the cone of the liquid optics interface (loi). Attempts were made to see if there was any patient contact however, no response was received. The procedure was completed by switching to a new loi.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as product is not an implantable device. Section d6b: if explanted, give date: not applicable, as product is not an implantable device. Section e1 telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: in the initial report it was forgotten to provide patient demographics and also that the haze on the cone was discovered after patient contact. Section a2 age/date of birth: 83, (B)(6) 1940. Section a3 sex: female. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 07/19/2023, however the correct date is 07/20/2023. Additional information: section h3 device evaluated by manufacturer: yes. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.